Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer's continuous glucose monitor read "high"; however, a specific blood glucose (bg) value was not provided.a correction injection via manual injection was administered to address bg level.reportedly, the customer received normal assistance by a 3rd party but was not incapacitated due to bg level. The customer loaded a new cartridge however the cartridge alarm recurred.the customer reverted to manual injections for insulin therapy.